Event description:
The device was returned for a pneumatic valve leak failure. The device displayed a red pump service alarm after a cassette was loaded on to the device. Log files were reviewed and multiple valve 3 leak failures were present. The device was opened to inspect for internal damage and perform testing on the pneumatics system. No internal damage was identified. The pneumatics system failed during hardware testing, displaying a valve 3 leak failure. The installed pneumatics system was swapped out with a pneumatics system used for testing and engineering purposes. The system was able to pass hardware testing with this assembly installed.

Event description:
The following has been reported: biomed reported: pump problem. Process step where problem occurred: not applicable: did not occur during treatment. Injury/adverse reaction: no. Active infusion stopped: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.